Event description:
Patient underwent surgical procedure, with insertion of medtronic edm lumbar/spinal silicone drain which was placed by anesthesia for spinal cord protection. The next day the lumbar/spinal drain was leaking at the skin entry site. It was concluded that the drain could be removed. The drain was removed by the anesthesiologist, who noted a bit of resistance. It was anticipated that the 14 gauge hole would probably leak cerebral spinal fluid for a few days. Csf leakage was more than anticipated - CT confirmed retained portion of the drain within the paraspinous soft tissues. The patient was taken back to surgery to have retained drain removed.